Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for evaluation and investigation as the old catheter was spliced to the new catheter. As additional evaluation and investigation was not performed, no definitive root cause could be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a catheter revision. Technical solutions contacted the agent covering the issue for additional details. The agent stated that "a pocket revision was done first. The catheter access port was accessed in the new pocket and found the catheter wasn't patent. Placed a new catheter in the intrathecal space and spliced the old and new catheters together in the old pump pocket." MFR 3010079947-2021-00023 was opened to capture the allegation of the pump pocket revision.